Event description:
The pt's device was overdischarged and was in a power on reset condition. The pt also suspected a problem with his external recharger. This was the third overdischarge and a replacement of the neurostimulator was scheduled. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).